Event description:
During a laparoscopic gastric bypass, with a roux-en-y, the device delivered an incomplete staple line. The procedure was completed with a like device. There was no adverse consequence to the pt.